Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and received readings of 16, 19, 21, and 22 mg/dl. He then retested using another breeze2 meter and received a reading of 122 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed. No product will be returned for eval at this time.